Event description:
During a diagnostic laparotomy, the attending used a 5mm bag to remove a specimen. When he pulled the 5mm bag through the 5mm port, the top of the bag broke. The pieces of the bag were recovered and nothing was left in the patient per the attending.